Event description:
Allergic reaction (knee) [hypersensitivity]. Swelling of knee joint [joint swelling]. Knee effusion [joint effusion]. Case description: a spontaneous report was received on (B)(6) 2010 from an hcp regarding a (B)(6) female patient with a history of gonarthrosis of the knee, initials (B)(6), who experienced an allergic reaction to synvisc-one, and swelling and effusion of the knee. According to the hcp, the patient received an injection of synvisc-one on (B)(6) 2010 into the knee (specific knee not provided). Immediately after application, there was swelling of the knee joint in the evening. On (B)(6) 2010, there was an allergic reaction, massive swelling and knee effusion. Arthrocentesis was performed on the affected knee and the exudate was sent for microbiologic analysis. No pathogens were detected. The hcp reported that to be on the safe side refobacin was administered on (B)(6) 2010 in the intra-articular region of the affected knee. In the opinion of the hcp, these adverse events were of severe intensity and probably related to the use of synvisc-one. The use of synvisc-one has been permanently stopped in the patient. At the time of this report, the adverse events were still ongoing in the patient. Manufacturer's comment: no further details were received. Further information has been requested.